Manufacturer narrative:
The insulin pump alarmed a64 during self test, unable to communicate with test glucose meter and alarmed lost sensor due to faulty electrical component on the radio frequency board. The insulin pump passed displacement test. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a radio frequency pic failed self test after attempting a self-test. Customer's blood glucose was 125 mg/dl. Insulin pump would be replaced.